Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while performing resection on the lung lobes, the device did not fire. The user was not able to squeeze the handle even after pressing the green button. The surgeon used a competitor's device to resolve the issue. There was no patient injury.